Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from back of cassette. The patient contact was advised to power down the cycler and discontinue the use of their cycler until the next day's setup. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler for the next couple of treatments. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A search in the materials management system was performed to verify the product availability for companion samples at the distribution centers (dcs). According to the materials management search, no product is currently available at the distribution centers for analysis. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from back of cassette. The patient contact was advised to power down the cycler and discontinue the use of their cycler until the next day's setup. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler for the next couple of treatments. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.